Manufacturer narrative:
This report is submitted on september 07, 2023.

Manufacturer narrative:
This report is submitted on december 15, 2020.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The patient was hospitalised for the device to be explanted on (B)(6) 2020, and the patient was reimplanted with a new device on the contralateral side.